Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or a "high" reading on the cgm. To address the problem, customer changed the infusion set and cartridge and resumed insulin therapy.